Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2025. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
A voluntary MDR report was received on 5/12/2025.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. E4 initial report also send to FDA - additional information. G2 report source - additional information. G2 report source other - additional information. H2 type of follow up: - additional information. H10 related report numbers - additional information.